Manufacturer narrative:
On 9-apr-2021, the suspected medical device was returned for evaluation. On 26-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: the product investigation included a review of the manufacturing records for lot-9431487 and a visual evaluation of the device. During visual evaluation of the tissue expander, the tear was not identified. As a result, leak testing was performed in accordance with mentor procedures, and a tear was identified at the 6 o¿clock position. When evaluated under a microscope, the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. Potential cause: while deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over-inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g., physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 600cc artoura breast tissue expander and experienced postoperative deflation (side unknown). The diagnosis was confirmed by the patient¿s surgeon. As a result, the patient underwent removal and replacement with a an unspecified tissue expander on (B)(6) 2021.